Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Company representative reported unknown side rupture. Healthcare professional later reported left side rupture. The device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23feb2024.

Event description:
Company representative reported unknown side rupture. Healthcare professional later reported left side rupture. The device has been explanted and replaced with non-allergan brand.